Event description:
The customer reported there was no display of dap values on the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not reproduce the failure. The system operates as intended.